Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after passing the test, cutting speed of vitrectomy probe displayed as 2500 cuts per minute and could not be activated during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.